Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebw0505 showed no other similar product complaint(s) from this lot number.

Event description:
A rn at the facility reported to the sales rep that the plastic extension tubing of the hemostar catheter twisted and kinked. It was stated that an unusually high rate when dialyzing through it was noted. The rn expressed it seems as though the tubing is much thinner than what the staff has previously noticed with the same catheters.